Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found that a circuit disconnect alarm had been triggered during the time when the issue was taking place. The se believes that could have been the cause of the reported event however, was not able to duplicate the reported issue. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was having issues with tidal volume. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event.